Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a cre wireguided balloon dilatation catheter device was used during an esophagogastroduodenoscopy (egd) procedure on (B) (6) 2009 ((B) (6), male patient; weight unknown). According to the complainant, during the procedure, the patient's stats started dropping after the fourth dilatation to 18mm. After the device was removed and the patient was in recovery, an x-ray was performed. A perforation was found in the esophagus. The patient is still recovering at the hospital. Follow up information indicates that there was no damage or confirmed malfunction of the device; the perforation was found during recovery after the procedure was successfully completed. No additional treatment was performed as a result of this event; the patient healed in recovery and has been released from the hospital.